Event description:
The event is reported as: a male patient with various health issues was admitted with the (B) (6) virus. Patient was intubated for mechanical breathing assistance. After extubating himself several times, the medical staff decided to use a comfort-flo system for oxygen assistance via the cannula. The catalog # 2413-01 cannula utilizes an adaptor which makes it usable on products other than hudson rci. The end of the cannula set that connects to the oxygen supply became disconnected at the adaptor several times. Patient was not incoherent, but mobile. After finding the cannula disconnected, the staff used tape to secure cannula to the oxygen supply, still utilizing the adaptor. After multiple disconnect events, the patient was found expired. Additional information was requested of risk manager but has not been received yet.

Manufacturer narrative:
The device sample may not be available for evaluation, but photos of the sample will be available. The investigation is ongoing. A follow-up report will be sent when investigation is completed.